Manufacturer narrative:
T:slim x2 user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low", and the meter bg readings were 259 mg/dl and 261 mg/dl. Reportedly, the customer had entered in calibrations into the pump when there was no bg values present on the cgm home screen. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.